Manufacturer narrative:
The reported event was confirmed. Visual inspection and material analysis of the returned devices concluded that all surfaces of the stem trunnion exhibited wear from movement against the v40 head taper, with predominant material loss on the inferior and superior sides of the trunnion and within the head taper. No material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported that the patient was revised for hip pain. On (B)(6) 2015, it was indicated that there was a lot of metal particles in the joint fluid and surrounding tissues and obvious deformation of the trunnion of the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was revised for hip pain. On (B)(6) 2015, it was indicated that there was a lot of metal particles in the joint fluid and surrounding tissues and obvious deformation of the trunion of the stem.